Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. Moisture damage was found on motor assembly.

Event description:
The customer reported via phone call of moisture damage from the insulin pump. The customer's blood glucose reading was 180 mg/dl. The customer stated that he jumped into the lake with the pump on and now it is not working. The customer reported fluid under the lcd display. The customer stated that there are no cracks on the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.